Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant via email that the customer had an emergency event "a year ago" with low blood glucose levels. The customer's blood glucose level was in the 30 mg/dl range. The paramedics came to the customer's house and delivered a glucagon shot. The customer stated that she may have over delivered insulin to herself. The customer was unable to be reached for further information. Nothing was replaced or returned for analysis.